Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the keypad were not responding. The customer¿s blood glucose was 79 mg/dl at the time of incident. Customer state that buttons up-down not working and also state that time was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. No frozen screen noted during test and time clock advances properly.